Event description:
As reported by an affiliate, during a procedure, a savvy 120cm 6x4 balloon burst during inflation at unknown atm in the left occluded innominate vein. The physician tried to remove the balloon through an unknown sheath, however, resistance was felt and he decided to remove the sheath and the balloon at the same time. On examining the balloon it was noted that the balloon burst transversally. Also, the distal marker and the distal half of the balloon material were missing and were noted to still be inside the patient's arm. The doctor was able to retrieve the marker but not the balloon material. No more action was taken. There is non-identifying patient information on the patient (age, weight, pre-existing medical conditions). The patient was reported to be in a stable condition after the procedure and was discharged. The event of thrombosis has not been confirmed, per the (B)(4) report.

Manufacturer narrative:
Complaint conclusion: information received from an affiliate indicated that 6mm x 40mm savvy 120cm 6x4 balloon burst and separated during a percutaneous angioplasty. The intervention occurred in the occluded left innominate vein. The balloon was delivered and inflated to unknown atms when it burst. The physician tried to remove the balloon through an unknown sheath, however, resistance was felt and they decided to remove the sheath and the balloon at the same time. On examining the balloon it was noted that the balloon burst transversely. Also, the distal marker and the distal half of the balloon material were missing and were noted to still be inside the patient's arm. The doctor was able to retrieve the marker but not the balloon material. No more action was taken. There is no patient information (age, weight, and pre-existing medical conditions) available. The patient was reported to be in a stable condition after the procedure and was discharged. The event of thrombosis has not been confirmed, per the md&d report. There was no report of patient injury and the device was returned for analysis. (B)(4): one non sterile catheter pta savvy 120cm 6x4 was received coiled inside a plastic bag. The distal section of the balloon was separated from the rest of the catheter. No other anomalies were found. Sem results showed that the balloon external surface exhibited no evidence of damage. The inner body presented evidence of elongations; this characteristic suggests possible stretching/ pulling until separation. The balloon internal surface and the proximal marker band exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaints of balloon burst and separation were confirmed through failure analysis. Review of the analysis suggests procedural factors may have contributed to the reported event of separation. With the limited information it is not possible to determine an exact cause for the burst, however the lesion characteristics (occluded vein) may have been a factor. There is nothing in the analysis, the device history report review or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
Additional inforamtion will be submitted within 30 days of receipt.